Manufacturer narrative:
(B)(6). The getinge field service engineer (fse) that encountered the issue adjusted to resolve the issue and passed all performance and safety tests specified by the factory. User feedback indicates the equipment is performing well.

Event description:
It was reported by getinge fse that during performance testing after equipment repair, the cardiosave intra aortic balloon pump (iabp) malfunctioned. It was found that the positive pressure could not meet the usage standards. No patient involvement.